Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found multiple 319 errors across the endoscope controller (ec) nodes. The ec did not power on with the system despite the breaker being closed and all connections were secure. The fse noted there could be possible water intrusion through the fan. The ec was replaced and, following service, the system was tested and verified as ready for use. Isi received the ec unit involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated the reported failure. This ec was returned for error code 319 which indicates that a node configured to be present did not respond during system start up. The reported problem was confirmed by installing the unit into the test system and it failed with error 319 at system start up. The fa technician then applied power to the ec at the test bench and found that the dual camera interface board (dcib) board had no heartbeat and had fluid contamination on top of the dcip board. The board had to be replaced.

Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, the system encountered a recoverable 319 fault. The technical support engineer (tse) reviewed the logs and found error 319 pointing to a node missing on the endoscope controller (ec). The tse had the customer check the ec power switch, cord and fiber cable and confirmed they were all secured. Also, the customer informed the tse that fluid may have sprayed into the front of the vision cart when the error happened. Since the customer has another vision cart that was not being used, the tse suggested the customer change out the vision cart. The staff connected the vision cart and restarted the system, but the system would not pass self-test due to arms being docked. The tse noted one of the instruments was holding tissue and tse instructed customer to use the emergency wrench and undock all the arms. After the staff removed the instrument, the system came up ready. The staff redocked the arms and were continuing with the case with no report of patient injury. Intuitive surgical, inc. (Isi) completed customer follow up and obtained additional information. The customer confirmed there was no report of patient injury. After the case, the surgeon believes water was accidently sprayed into the vision cart which contributed to the reported issue. The staff checked the system prior to use and there were no issues during set up or with port placement. The customer explained the system was used for approximately 45 minutes and the patient did not experience any post-operative complications.